Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 630 mg/dl. The customer stated that after she changed her infusion set, her blood glucose levels returned to normal. At the time of the report, the down button on the insulin pump was unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow, once the analysis has been completed.